Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath and imaging window were kinked, the imaging window was detached near the lapjoint section, and the catheter was twisted beginning 8cm from the lap joint section. Microscopic inspection revealed the guidewire exit port and tip were in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
It was reported that catheter issue occurred. The patient presented with peripheral artery disease for a peripheral angiogram. An opticross 18 imaging was selected for ultrasound examination of the target lesion. During the procedure, the catheter became stuck and could not be removed without also removing the wire. The catheter and wire were removed together, and the procedure completed successfully with another of same device. There were no patient complications.

Event description:
It was reported that catheter issue occurred. The patient presented with peripheral artery disease for a peripheral angiogram. An opticross 18 imaging was selected for ultrasound examination of the target lesion. During the procedure, the catheter became stuck and could not be removed without also removing the wire. The catheter and wire were removed together, and the procedure completed successfully with another of same device. There were no patient complications.